Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Charger is not causing drive inhibit when charging the chair. Output voltage has stopped at 26.5 volts.